Manufacturer narrative:
This report is submitted on june 7, 2018. (B)(4).

Event description:
Per the clinic, it was reported that the device was explanted in 2016 (exact date not reported), due to an unknown reason. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
There was no explant as previously reported but rather an attract to connect conversion. During the procedure, the internal magnet was removed and an abutment was placed on the internal fixture.